Event description:
The customer stated that she tested her blood glucose using her breeze2 and contour meters. The contour meter read 130 mg/dl, while the breeze2 meter read 275 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer declined troubleshooting and ended the call. The test strips are to be returned for eval. Replacement test strips were sent to the customer.